Manufacturer narrative:
Medical device expiration date:. Initial reporter addr 1: (B)(6). G.5 PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was a discrepancy on hsv1-positive clinical samples. No patient impact reported. The following information was provided by the initial reporter: hsv vzv biogx test evaluation on bd 4e and 2e problem of CT discrepancy on hsv1-positive clinical samples run in parallel on the bd max of the 4th and 2nd.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was a discrepancy on hsv1-positive clinical samples. No patient impact reported. The following information was provided by the initial reporter: hsv vzv biogx test evaluation on bd 4e and 2e problem of CT discrepancy on hsv1-positive clinical samples run in parallel on the bd max of the 4th and 2nd.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "discrepant results." Customer reported that they are having an issue with results discrepancy for positive clinical samples run in parallel, using the hsv vzv biogx assay. A bd field service engineer was dispatched to the customer site. Service determined that there was an issue with the reader on side b of the instrument, this reader was replaced. Service also performed normalization of both readers and an instrument qualification run. Device complies with bd specifications post qualification. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed through other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) and one additional work order was observed on (B)(6) 2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.